Manufacturer narrative:
The handpiece was not returned to b+l for evaluation. The serial number of the handpiece was not provided; therefore, we were unable to review the manufacturing records.

Event description:
A report was rec'd from a user facility in (B)(6) indicating that during a cataract procedure, the doctor saw a white particle entering the patient's eye from the tip of the phaco handpiece. The small piece was removed without any consequences and the patient is fine.